Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were difficult to press. Customer's blood glucose was 300 mg/dl to 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased express bolus, escape, act, up arrow and down arrow button dome swathes. No unlocked lcd keypad connector. The insulin pump was programmed with correct time and date. The insulin pump was monitored for several days and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had normal operating currents and passed the self-test, a21 error test and off no power test. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.